Event description:
New information was received. No damage to the pipeline pushwire or catheter was observed. The pipeline had not been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline (resheathing, wire/catheter, balloon, etc.).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the stent had resistance in the microcatheter and poor opening. The patient was undergoing surgery for treatment of a saccular, unruptured left ophthalmic artery aneurysm with a max diameter of 8mm and a 5.8mm neck diameter. The landing zone was 4.2mm at the distal end and 4.9mm at the proximal end. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with 3mm diameter. Dapt (dual antiplatelet treatment) was administered and pru level was in normal range. The angiographic result post procedure was smooth blood flow. It was reported that there was poor opening of the distal portion of the stent and the tip end of the stent was rough. It was also stated there was resistance when the stent was delivered in the microcatheter. Resistance occurred in the middle section of the catheter. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis of ped-500-18, lot#b332449 as found condition: the pipeline flex device was returned within the marksman micro catheter with the pusher extending out of the hub ~47.6cm. Visual inspection/damage location details: no damages were found with the pipeline flex proximal pusher. The hypotube was found intact and unstretched with the ptfe shrink tubing intact. The distal delivery wire was found separated from the hypotube proximal to the wire weld. The resheathing pad and proximal bumper were found loose on the distal delivery wire. The resheathing marker was found still on the distal wire and found undamaged. The ptfe dps sleeves and dps restraints were found undamaged. The tip coil was found undamaged. The distal braid end was found tapered, and severely damaged and frayed. The proximal braid was found not fully opened and occluded with dried blood. Once the dried blood was dissolved, the proximal braid was found fully opened, damaged, and frayed. Testing/analysis: the marksman micro catheter total length was measured to be ~159.0cm and the usable length was measured to be ~151.2cm, which is within specification. The marksman was flushed, but water did not exit the distal end. The pipeline flex was advanced out of the micro catheter against high resistance. Dried and liquid blood was found within the micro catheter and on the pipeline flex device. The micro catheter was flushed to remove the remaining blood. The marksman inner diameter was measured to be 0.027¿ at both ends, which is within specification. An in-house 0.0265¿ mandrel was inserted into the hub, through the micro catheter body, and out the distal end with no resistance encountered. The separated distal wire was sent out for eds analysis. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed. Possible causes are frayed/damaged ends on braid, patient vessel tortuosity, braid improperly sized to anatomy, braid overstretched during delivery, user deploys braid in vessel bend, or inappropriate anatomy. Customer reported vessel tortuosity as minimal, and devices were prepared and flushed per IFU. From the damages seen on the braid (damaged); distal wire (separation), resheathing pad/proximal bumper (loose); it appears there was high force used. It is possible these damages occurred when the customer attempted to advance/retrieve the pipeline flex through the marksman catheter against the confirmed ¿catheter resistance¿ and ¿resistance/stuck during delivery¿. Possible contributors towards the failure are patient vessel tortuosity, or lack of continuous flush. Dried blood was found throughout the micro catheter and on the pipeline flex device, possibly contributing towards resistance. It is likely insufficient continuous flush was used, causing blood to backflow up the micro catheter. There was no non-conformance to specifications identified that led to the reported issues. No damages and issues were found with the micro catheter that would contribute towards the resistance and in-house resistance testing with a mandrel found no resistance with the micro catheter. The distal wire of the pipeline flex delivery system was possibly detached due to the solder tensile failure when attempting to retract the pipeline flex against the reported resistance. A review of the manufacturing process did not uncover any deficiencies with regards to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. In addition, the elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.